Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 231 mg/dl and the sensor glucose was 131mg/dl at the time of the incident. The customer reported that she thinks it was a bad batch. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose of 40mg/dl. Suspend on low limit in sensor settings was 65mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random sealed sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Inspected one random opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.